Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the bracket that goes from front to the back on the rollator, that allows it to fold, the bolt backed out and fell out. MDR filed.